Event description:
It was reported that a user experienced recurring continuous glucose monitor signal loss on the ilet while the dexcom g7 sensor remained connected to the dexcom app, with ilet alarms consistent with cgm signal loss and brief sensor issues; the customer care team had the user toggle the cgm connection and restart the ilet, which restored communication, and the user¿s reported blood glucose was 130 mg/dl without impact to glycemic control. No symptoms reported. Outcomes included no medical intervention and no hospitalization. Investigation included review of engineering logs and technical troubleshooting focused on bluetooth connectivity and device-app pairing. Investigation of this case revealed transient communication loss between the cgm and the ilet consistent with signal interruption, while the cgm continued to function via the dexcom application, indicating a communication pathway issue rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent bluetooth connectivity or environmental interference.